Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the ECG c and d cable were missing. The cause for the failure was isolated to the missing cable. The root cause for the missing cable could not be positively identified but was likely physical abuse. No adverse event resulted from the missing cable.